Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. Product ID: 97740, serial# unknown, product type: programmer, patient. Product ID: 97754, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that when the patient used the electric blanket once, she felt like she could not move unless she turned her stimulation off and the electric blanket off. It was unknown what type of electric blanket was used nor if there were magnets on her bed. Two days later it was reported that no diagnostics were performed, no malfunctions were seen / no cause of the issue was determined. The patient was scheduled for routine post op sensor reprogramming of adaptive stim. She was doing well and did not use stimulator while on the electric blanket.